Event description:
It is reported that bone fusion plate devices had been implanted in both feet, one each, of a patient and both plates broke when patient was permitted to walk. Both plates are reported as explanted in revision surgery. Both explanted devices have been returned to permit engineering evaluation. Clinical data has been requested - but not received. Dates of implant/explant surgery have been requested but have not been reported. (B)(4).